Event description:
It was reported that the controller exhibited a controller fault alarm due to internal battery end of life, and the patient went to the hospital for a controller exchange. It was stated that when the controller was exchanged, the ventricular assist device (vad) did not start. The patient became unconscious and a rapid response was called. The controller was exchanged back to the original controller, and the vad started again. The patient also regained consciousness. It was noted that a controller fault alarm occurred again approximately three hours later. Log files were subsequently reviewed, and it was noted that the new controller did not show a driveline connected, just that the controller was powered up, settings were placed and it was turned off. There was no evidence of a pump start or driveline connection. It was noted that the patient was not a vad exchange or transplant candidate. It was suggested that the site order an alternative software controller as back up, but they declined. Another controller exchange was attempted to the controller that was previously used in the exchange. The patient felt slightly lightheaded, but there were no other issues. The site believed there was a user error during the first attempt and that was why the controller/vad did not start. The controller and vad remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 continued: 419488 lead implanted (B)(6)2013, 694765 lead and 5076-52 lead implanted (B)(6)2008. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2021 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 26-may-2020 h5: no h6: patient ime code(s): e0112, e0119 h6: imf code(s): f08, f12 h6: img code(s): g04035 h6: FDA device code(s): a07 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2023 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 01-aug-2022 h5: no h6: patient ime code(s): e0112, e0119 h6: imf code(s): f08, f12 h6: img code(s): g04035 h6: FDA device code(s): a141204 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial:(B)(6) , d9:yes return date: 15-jun-2023 h3:yes serial:(B)(6) ,h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: one (1) controller (B)(6) was returned for evaluation. One (1) pump (B)(6) and one (1) controller (B)(6) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed functional testing. Visual inspection revealed contamination within both power ports of the controller. This is an additional observation not related to the reported event, likely due to handling of the device. Log file analysis revealed that (B)(6) was the patient¿s primary controller initially in use at the time of the reported event. Analysis of the alarm log file revealed a controller fault alarm logged on (B)(6) 2023 at 17:42:23 and event exceptions logged on (B)(6) 2023 between 07:00:35 and 15:04:13 due to a fault in the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. An internal inspection did not reveal any anomalies. A vad disconnect alarm was logged on (B)(6) 2023 at 21:53:38, indicating a physical disconnection of the driveline from the controller likely due to the reported controller exchange. A successful motor start event was recorded at 21:54:24. Another controller fault alarm was logged on (B)(6) 2023 at 01:28:55 due to a fault in the internal battery charging circuit. A second vad disconnect alarm was logged on (B)(6) 2023 at 09:27:42, indicating a physical disconnection of the driveline from the controller likely due to the reported controller exchange. Log file analysis associated with (B)(6) revealed that the controller was not in use prior to the reported event. Analysis of the event log file revealed seven (7) controller power-ups without associated motor start events logged between (B)(6) 2023 at 22:58:23 and (B)(6) 2023 at 08:06:46. Additionally, analysis of the event log file revealed that the patient ID and speed were set during this time, indicating that (B)(6) was the patient¿s back up controller. Analysis of the alarm log file revealed five (5) vad disconnect alarms logged on (B)(6) 2023 between 22:58:30 and 23:16:43 likely due to the controller being powered on without the driveline connected. Of note, the observed vad disconnect alarms associated with (B)(6) corresponds with the reported failure to restart due to user error during the first attempt. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the reported controller fault alarm event can be attributed, but not li mited, to a faulty internal battery charger integrated circuit. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller due to the controller exchange and troubleshooting. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.